Event description:
Leaking irrigation from battery pack. Investigated event with event entry author. No injury to patient occurred. Malfunction happened off of the sterile field so no compromise to integrity. Product defect/failure form completed.